Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a manufacturer's representative (rep) on 2019-apr-03. It was reported that the empty pump issue had not been resolved but the pump had been set to minimum rate. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 8 mg/ml of bupivacaine and 4 mcg/ml of prialt via an implantable pump for non-malignant pain. On (B)(6) 2019, it was reported that the patient's pump was empty. The pump was not refilled due to workman's comp issues. The rep was unsure whether they are going to try to use the pump in the future. The patient reportedly thought the pump alarm had been going off for at least a month. The rep reportedly told the hcp to program the pump to minimum rate mode until the workman's comp issue could be resolved and the pump could be refilled. No symptoms were reported. No further complications were reported.